Event description:
It was reported that the atrial lead exhibited sensing anomaly and unacceptable threshold due to dislodgement. The lead was explanted and replaced on (B)(6) 2015. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).